Event description:
Dear sir, I called you before, but I didn't know what # you needed: so I'm sending my papers! I am a sound minded person, and I have been hurting for a long time. I have been to many doctors, hospitals but no one would help, they made some kind of excuse, saying they couldn't help me. (Talked to stryker) maybe no one wanted to get involved because of the danger to my leg. I have inflammation and pain from the bottom of my feet, to my rt side of my neck. My legs hurt, when I walk too much I have to take a pain pill. I was told that I do have cobalt and chromium (metallosis) but no one could help me! I talked to a nurse, she is a specialty nurse. I have to be treated, my hip has to be cleaned out, and then be replaced. I need a doctor to evaluate me and help me get better. What is chelation therapy? Can this help me? I have a problem with my left hip, but I can't do anything until I get help with my rt hip. A lawyer gave me your address, I really could use some help. Thank you for listening.